Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the cubie pocket was stuck. The customer stated that the users were unable to access the medications, which caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the cubie pocket was stuck. The customer stated that the users were unable to access the medications, which caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station cubie pocket was stuck. A field service engineer was informed by user that the issue involved a missing narcotic tablet in full height drawer 1. Upon inspection, the medication was found beneath an adjacent empty cubie pocket, and additional debris was removed from between the drawer pockets. The system functioned as intended after the field service engineer investigated the issue.